Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification on the event date of the touchscreen issue and confirmation of the devices clinical use at the time the issue confirmed. No response or further information was received from the customer. Due to this, the information will remain as is and will be reevaluated if the customer responds to the gfes at a later date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the alarm silence button on the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they resolved the issue by completing a touchscreen calibration. This investigation is ongoing.